Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:32:19. During night drain cycle four, the patient's ultrafiltration reading was 1755ml, indicating the home patient (hp) drained 1755ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified in an event history log review. The cause was unable to be determined with the provided information. Should additional relevant information become available, a follow-up report will be submitted.